Manufacturer narrative:
(H3, h6). Medtronic representative went to the site to test the imaging system and disassembled all covers to see where the jerking was coming from and found that one of the broken lower doorcap bolts were hanging into the gantry grabbing the louver cover as it passed by while closing the door. Removed the bolt but unable to replace it until the new covers arrive because the stand-off was broken. System was functioning properly now. Performed system checkout and returned to service. Damaged door cap was documented in diff case. B01, c07, d02, g04037 are applicable h2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6: a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found not a software issue. Complaint data analysis found the event was due to a hardware issue as per "wo01325667 found that one of the broken lower door cap bolts were hanging into the gantry grabbing the louver cover as it passed by while closing the door. I removed the bolt but am unable to replace it until the new covers arrive because the stand-off is broken". Software functioning as designed. B24,c07,d02 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m018081c001, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No parts have been received by manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when closing the gantry door and gets to 1/4 of the way, it appeared to slide forward. They could still close the system and exposure, but the jarring movement forward was causing concern when closing. There was also an "air filling noise" when raising and lowering (vertical). No patient was present at the time of event.